Event description:
The postoperative course was not regular as the patient reported serious pain and difficult ambulation. The patient will be revised.

Manufacturer narrative:
Conclusion and justification status. Complaint details: the patient was implanted on (B)(6) 2010 to treat hip coxarthrosis. The postoperative course was not regular as the patient reported serious pain and difficult ambulation. The patient will be revised. Legal related case complaint investigation identified that insufficient information had been provided to verify the reported incident. A review of the manufacturing records and a search of the complaints database identified no known anomalies and no previous complaints with the lot numbers of the products involved in this case. In (B)(4) 2013, a medical device alert ((B)(4)) was issued by depuy due to a higher than expected revision rate for adept 12/14 tapers. Product code 180250f, lot 105171r from this complaint is an adept 12/14 taper head. However, without any products or further information, the cause of this particular complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received; then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint was reopened as a result of receiving patient medical records and x-rays. The x-rays only consisted of pre-op images. None of the images showed any implants and as such were not forwarded to design for review. The medical records were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. The investigational outcome remains unchanged. The complaint is undetermined due to no product problem identified. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Manufacturer narrative:
The patient was implanted on (B)(6) 2010 to treat hip coxoarthrosis. The postoperative course was not regular as the patient reported serious pain and difficult ambulation. The patient will be revised. Legal related case. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.